Event description:
It was reported the customer had high blood glucoe levels (approx 200 mg/dl). Customer changed site to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.